Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was 499 mg/dl. It was unknown that customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they not felt safe using the insulin pump. The insulin pump will be returned for analysis.